Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
When the surgeons tried to insert the plug (the plug normally stays in the femoral canal), the plug comes up again, when the plug inserter is pulled up from the femoral canal. Some ( most 2/3 ) of the plug stays at the introducer, and the last 1/3 stays in the femoral canal.